Event description:
It was reported that this right ventricular (rv) lead was explanted and replace due to a dislodgement. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replace due to a dislodgement. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.